Manufacturer narrative:
When the investigation is completed, I will file a supplemental report.

Event description:
It was reported that the clips fall from the applier, don't close, does not work properly.